Event description:
It was reported that a da vinci-assisted distal pancreatectomy procedure was converted due to bleeding. Per the reporter, there was no complaint against the system, and the technical support engineer (tse) team was not contacted for troubleshooting. No fragments fell into the patient. The patient was reportedly discharged home. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. A review of the site's system logs for the reported procedure could not be performed, due to onsite connectivity. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.